Event description:
Patient receiving heparin flushes for IV access maintenance. Was hospitalized for eight days in 2008, due to respiratory distress. Dose or amount: 3ml; frequency: vd; route: IV. Dates of use: 2008.